Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. H6: proposed annex g code: mechanical (g04) - drill. The reported event is confirmed by the returned device. Visual examination of the returned product/provided pictures identified the connecting feature of the device is gouged and has some galling. The cutting end of the reamer is damaged, with the teeth of the reamer being gouged and having positive material. No measurements were taken due to the damage to the cutting end of the reamer. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the reamer was found to be dull. The correct surgical technique was used, and no complications, injuries, or surgical interventions were required. The case was completed without any adverse outcomes to the patient. It was reported that no further information is available.